Event description:
The customer reported having unexplained high blood glucose. The blood glucose reading was over 500mg/dl by the time the paramedics were called. The customer stated that she experienced diabetes ketoacidosis and dehydration. The caller stated that the cannula was bent and occluded. The customer's blood glucose was treated with an insulin drip and released after the infusion set was changed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.